Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, two (2) cannulated distal reamers and two (2) cannulated proximal reamers were found to be blunt. The complaint comes from a surgeon. There has not been any danger to patient safety and there is no specific case or surgery linked to the complaint. This report is for one (1) cannulated reamer proximal/22mm. This is report 1 of 4 for (B)(4).